Manufacturer narrative:
The sample was received and investigated. The alleged results were confirmed during the investigation with the returned sample. Troponin t values were high, and other cardiac parameters were negative. The investigation found the presence of a high molecular weight interferent (igg) in the patient sample, which results in a false-positive test result. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The alleged sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. An interference was suspected. The initial result was 245 pg/ml, and the repeated result was 273 pg/ml. The sample was diluted, and the result was 370 pg/ml. The sample was repeated because the results didn't match the patient's clinical diagnosis. The patient did not exhibit symptoms (no chest pain).